Event description:
It was reported that there were concerns that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and stated that it could potentially be the ventricular pace was falling into blanking or loss of capture (loc). Ts provided potential following actions. The lead remains in use. No adverse patient effects were reported.